Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal was noted to be missing. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests performed, which were unable to replicate or confirm the reported event. Device passed accuracy test. Running three accuracy tests, the pump was found to be within manufacturing specifications: no fault found. No problems were found with the fluid delivery of the pump. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during flow accuracy testing the device fails by +11.65%. No patient involvement was reported.